Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse visited the site and re-programmed to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report repeated non-recoverable faults. The customer had power cycled several times and the issue persisted. System logs confirm multiple 307 errors caused by 311, indicating that the master supervisory controller (msc) system had reverted to golden image software. The fault is non-recoverable and the system is down. The customer removed instruments and prepared to convert. The procedure was converted to laparoscopic system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the port size was not increased or additional ports was not added. There was no injury/harm to the patient.